Event description:
Reporter called to notify the FDA that when he uses the soclean product, there is an ozone odor that occurs while in use. The product is supposed to be fragrance-free and neutralize odors, which is not happening.